Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The lesion was predilated with a 1.50 x 8 semi-compliant balloon. A promus elite 2.50 x 20 was fully deployed at 11 atm with no issues and post dilated at nominal pressure with a 2.50 x 8 non-complaint balloon. A proximal edge dissection was noted in the proximal part of the stent. To cover the dissection, another stent was deployed proximally, overlapping it. The procedure was completed successfully and the patient fully recovered.